Manufacturer narrative:
This report is submitted on august 7, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral antibiotics. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.